Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
It was reported that a 13.7mm, vticm5_13.7, -8.50/1.0/27 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient left eye (os) as a replacement lens due to low vault but it did not resolve the problem. On (B)(6) 2021 the lens was explanted and the problem resolved. "Patient is myopic again" was report for status of the eye (signs/symptoms). For additional information the reported stated " he will underwent corneal refractive surgery with relex smile." See MFR # 2023826-2021-00135 for claim against the initial lens.